Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip became detached. Vascular access was obtained utilizing a contralateral approach. The 90% stenosed target lesions were located in a severely tortuous vessel of the upper arm. There were two identified lesions; one located within a vein and the second within an anastomosed vessel. The 135cm transcend guide wire crossed the lesion and a 4mm sterling balloon catheter was used for dilatation. After dilatation, the guide wire was to be moved approximately 5cm to the anastomosed lesion. Prior to reaching the intended location, the guide wire tip tore and approximately 2cm was detached. The patient underwent surgery in order to remove the wire fragment. There were no additional patient complications reported and the patient's status is ok.

Event description:
Same case as MFR#: 2134265-2010-05880.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the device was received in two pieces; a fragment of approximately 2cm and the remainder of the wire was stuck inside a balloon catheter and could not be removed. The outer diameter of the tip fragment was measured and found to meet specifications. No material anomalies were noted. Sem lab analysis of the distal tip revealed the fracture surface exhibited elongated dimpled ruptures in a twist or torsional direction indicating the fracture occurred due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).